Event description:
A dentist reported after making an impression with espe's polyether based impression material impregum penta on a female pt on 05/25/1999, the pt experienced slight allergic reactions which she did not report to the dentist. After taking a second impression on 06/14/1999, the pt suffered an anaphylactic shock and had to be treated in a hospital. After all, there was no negative outcome for the pt.